Event description:
The customer reported that the device activated by itself while laying on the table. It had not been used on the pt. Another device of the same type was used for the intended procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or it add'l info pertinent to the incident is obtained a follow-up report will be submitted.